Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This lead implanted in the left bundle branch (lbb) has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This lbb lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information received noted this lead had been revised since the helix had retracted. No additional adverse patient effects were reported. Device has been returned for analysis. Once analysis is complete a supplemental report will be sent.

Manufacturer narrative:
Device has been returned for analysis. Once analysis is complete a supplemental report will be sent.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This lead implanted in the left bundle branch (lbb) has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This lbb lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This lead implanted in the left bundle branch (lbb) has not been returned for analysis. No additional adverse patient effects were reported.